Event description:
On [redacted date] an enteroflex nasogastric was placed. Placement was confirmed via x-ray. An order was placed that the line was okay to use. The ngt was used to administer enteral feedings as well as medications. On [redacted date] upon transfer of the patient to the intensive care unit, it was discovered that the inner stylet was still in place in the nasogastric tube. Placement was confirmed again via x-ray and the inner stylet was removed without difficulty. The concern we would like to voice is with the design of the tube. The inner stylet is the same color as the rest of the visible tube itself, so there is no visual indicator the stylet needs to be removed. It also allows for enteral feedings and medications to be administered freely without difficulty.